Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluation could not verify whether there was any system malfunction. A root cause could not be determined due to insufficient information. The software case logs could not be obtained after multiple good faith attempts. The cause of the reported issue was traced to user technique.

Event description:
The screw missed pedicle, went superior into the disc space. The screw was removed.